Manufacturer narrative:
The device lot number is unknown; therefore, a search for non-conformances associated with the reported part/lot number combination could not be performed. The devices were implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed.

Event description:
As reported through the article titled, "a comparison between sc-tof and the cat-dsa for web device management " post treatment of the patient's aneurysm with a web device (50-2012 days after the intervention) five patients were observed to have aneurysm remnants.